Event description:
I am on the dexcom g7 cgm and the last several cgm's are failing to connect to my pump and my phone and it supposed to notify me of highs or lows. This item is not working. I switched from medtronic's product because I was having issues with the sensors falling off.